Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). Concomitant medical products: guide wire: 0.014; sheath: 4 fr short sheath; 6 fr long sheath; other: heparin. (B)(4). The stent remains in the vessel; it is indicated that the delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. The graftmaster was used for treatment of a left leg posterior tibial artery aneurysm. It should be noted that the graftmaster rx instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 3.5 x 19 mm graftmaster stent delivery system (sds) was used to treat a left leg posterior tibial artery aneurysm which had grown in size and there was mural thrombus. After the graftmaster stent graft was deployed at unspecified atmosphere (atm), there was initially a type IV endoleak, but after waiting 1 or 2 minutes, a repeat arteriogram showed no endoleak. There was three-vessel runoff to the foot on the left leg. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.